Event description:
It was reported by repair work order that the caster horns were bent and could affect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.